Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 1 pilot hole, k-wire and screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, and according to the surgeon (treating clinician): the deviation of 1 of the 6 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to it's intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. As a negative effect to the patient from the surgery, a foot drop on the right side was reported. It is unknown at this time if the effect is permanent or reversible. Two days after the surgery, the surgeon reported some improvement in the foot drop symptoms, however, the patient still has a significant deficit. According to the surgeon, the misplaced screw was responsible for the negative clinical effect to the patient. There was no harm or negative clinical effect to the patient due to the surgery/anesthesia prolongation of 20 minutes. Hospitalization was prolonged by 1 day as a result of the issue. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the spine screw placed at right l5 deviating from the intended placement by ca. 5 mm caudal with the aid of navigation is: use of a damaged pedicle access needle (pan) that became bent during the surgery probably due to rough handling at this surgery, not following brainlab instructions, causing inaccurate navigation tracking of this pedicle access needle at the instrumentation of the affected vertebra. The pedicle access needle used in this procedure was found to be bent when it was checked in the instrument calibration matrix during the procedure. Bending of a navigated instrument, with the instrument's insertion tip in its undamaged status calibrated to navigation, cannot be recognized by the navigation system. As per the log files provided of this surgery, the rotation projection for the affected pan shows to increase its error over the course of the procedure. Therefore, it is most likely that the instrument was bent during the surgery. After replacing the bent pan with a new (and thus) accurate instrument, the navigation display was accurate again and surgery was completed successfully. A, to a lesser extent, further contributing factor is: skiving of the pan during instrumentation of right l5 due to the pan not being sufficiently engaged to the bone. The specific anatomy of the right l5 pedicle contains a rounded entry point based on the planned trajectory which increases the chances of skiving when instrumentation was performed at this location with the pan. The setup of the patient, too, being positioned laterally with the right side on the table means that the surgeon would need to enter the instruments from below, potentially making it harder to place them in the patient and, therefore, increasing the risk of skiving. Apparently, the resulting deviation in the navigation was not detected by the user with the appropriate and necessary verification checks after registration (at the verification step) and/or prior to (or during) planning and performing invasive surgical actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbarsacral spine for a fusion of vertebrae l4-s1, with intended placement of 6 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0.1. During the surgery, the surgeon discovered that of 1 of the 6 pilot holes, k-wires and screws placed with the aid of navigation deviated from its intended position (at right l5, deviating caudally by ca. 5mm). According to the surgeon (treating clinician): the deviation of 1 of the 6 pilot holes, k-wires and pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to it's intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. As a negative effect to the patient from the surgery, a foot drop on the right side was reported. It is unknown at this time if the effect is permanent or reversible. Two days after the surgery, the surgeon reported some improvement in the foot drop symptoms, however, the patient still has a significant deficit. According to the surgeon, the misplaced screw was responsible for the negative clinical effect to the patient. There was no harm or negative clinical effect to the patient due to the surgery/anesthesia prolongation of 20 minutes. Hospitalization was prolonged by 1 day as a result of the issue.